Manufacturer narrative:
E1 (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found rainbow-like marks on the image. Based on the results of the investigation, the most probable cause of the complaint could not be established. A device history review of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an abnormal image and encountered error code b30 (scope communication error). The issue occurred during a diagnostic procedure (urology surgery) and the procedure was completed using a similar device. There were no reports of patient harm.